Event description:
False positive results were reported for pts tested with perkinelmer new coronavirus nucleic acid detection kit batch(s) (lot number) k20030 and k2005; reported over 100 false positive results.